Manufacturer narrative:
Concomitant medical devices: product ID: 3889-28, lot# va0lyhw, implanted: (B)(6) 2014, product type: lead. Analysis of the lead (lot # va0lyhw) found that all conductors were broken. A #0 conductor was broken 31 cm from the proximal end, #1 conductor was broken 30.5 cm from the proximal end, #2 conductor was broken 33.2 cm from the proximal end, and #3 conductor was broken 31.6 cm from the proximal end. Analysis of the ins (serial # (B)(4)) found that it was functionally okay with insignificant anomalies.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4) was escalated and the root cause was not determined so (B)(4) is the most applicable code to use. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0lyhw, implanted: (B)(6) 2014, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep). The rep reported that symptoms returned so the healthcare professional (hcp) wanted to replace the lead. It was reported that no environmental, external, or patient factors contributed to the issue. The rep reported that all troubleshooting was done by the nurse at the hcp¿s clinic. The rep noted that the dates were unknown and the lead was partially explanted. The rep reported that no actions or interventions were taken. The rep stated that there were no issues with the implantable neurostimulator (ins). The rep noted that the hcp was replacing the lead so he wanted to just replace the ins as well as long as he was already in the operating room and the battery was over 2 years old. The rep stated that no diagnostics, troubleshooting, or interventions were needed. The issue was resolved at the time of report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.